Event description:
The account alleged that the head section is drifting down slowly. No report of injury.

Manufacturer narrative:
Tech asked the account to check the coil and the valve. No further info on the repair of the bed is available at this time.